Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited device sensing anomalies. Subsequently, an x ray image was performed since dislodgment was suspected, as well as loss of capture (loc). Ultimately, this lv lead was explanted and replaced. No additional adverse patient effects were reported.